Manufacturer narrative:
Complaint evaluation: parent (B)(4) has been identified as a non-complaint, as this case was wrongly created with no device malfunction actually. Customer resolution and conclusion: as this case was wrongly created with no device malfunction actually,the device remains at customer site and no further evaluation is required at this time. H3 other text : this case was wrongly created with no device malfunction actually.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device not identified external therapy cable. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.